Manufacturer narrative:
Other relevant device(s) are lead 3057, item: 20, s/n: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence . Patient reported that they felt their stimulation in their lower back and also that the lead had moved. Patient further stated that they called their health care professional and they removed the lead. No further complications were noted or anticipated.